Event description:
During the procedure, two (2) cook disposable hemostasis clips were used. The clips were positioned fully against the tissue and were deployed. While the physician was scoping, the clips popped off in the open position. The physician removed the two clips from the gastrointestinal tract and used the boston-scientific clipping device to complete the procedure. There was no harm to the patient due to this occurrence. See mdrs 1037905-2012-00309 and 1037905-2012-00310. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.